Event description:
Pt developed acanthamoeba keratitis related to contact lens wear. He reported using amo complete moisture contact lens solution, in addition to bausch and lomb renu solution. Fortunately, he has done well after intensive topical antimicrobial therapy. Dates of use: unk. Diagnosis: contact lens cleaning/storage. Event abated after use stopped: no.